Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (myocardial infarction).

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad. The following day the patient suffered a myocardial infarction (mi). The reported mi was related to the target vessel. The investigation indicated the reported event was possibly related to the study device.